Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) inspected and found intermittent power failure. The fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. The e100 was analyzed, but the issue was not confirmed nor reproduced. This unit was installed into the test system and it worked properly with the vessel sealer extend (vse) instrument. The vse and synchro seal instruments were tested with a saline dipped gauze in the jaws and both fired with yellow pedal/sync activations cut/seal about 100 times. The e-100 worked and power cycled 10x without any error or issue. The complaint was not confirmed based on the failure analysis testing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event; however, the room was not available on several visits. The e100 was not in use. The fse would schedule an inspection when the room is available.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the e-100 was not sensing instrument was installed. The customer tried two different vessel sealer instruments, but the e-100 would not sense either one. The customer power cycled the e-100 mid-procedure, but issue remained. The customer moved the vessel sealer instrument to an erbe to continue and complete case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without error. There was no patient injury/harm.